Manufacturer narrative:
Due to character limit: e1(event site name) (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer during routine check that cardiosave intra aortic balloon pump (iabp) displayed a fan failure message on the cardiosave screen. No patient was involved.